Event description:
It was reported that the central venous catheter was leaking. The catheter was discontinued in 2007 from a male pt.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.